Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right atrial lead exhibited high impedance and elevated threshold. The lead was retested, and the physician decided to explant and replace the lead. The lead was explanted and replaced on january 31, 2019. The patient was stable.